Manufacturer narrative:
Only the distal end of the lead was returned. Final analysis found that the insulation was abraded at 49.9 cm to 50.3 cm at the proximal end of the lead exposing the outer coil, due to friction with the device can or with another device.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.